Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was not returned.

Event description:
It was reported to nevro that there was a formation of fibrous fatty tissue around the ipg site. The physician decided to remove the device and there have been no reports of further complications regarding this event.